Event description:
It was reported that an eagle eye platinum catheter was used in a therapeutic coronary procedure. While advancing to the lesion for a second run, the catheter got stuck on a non-philips guiding catheter and had to be removed as a system. The procedure was completed with a new catheter. No patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information provided. Blocks b6-b7: no information provided. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the eagle eye platinum catheter was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.